Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when an experienced perfusionist opened the outer box of the implant kit, the perfusionist noticed the seal of the implant kit was broken. The outer box was completely sealed with abbott tape, so it was determined that the kit was delivered with a broken seal. The kit would be returned for evaluation. There was no delay in treatment/surgery due to this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned heartmate 3 left ventricular assist system (lvas), serial number (B)(6), implant kit box confirmed the reported damage. The implant kit was returned in an abbott branded shipping box. Upon removal of the implant kit from the shipping box, it was noted that the top and corners of the implant kit box were creased in multiple locations. Additionally, the seal of the implant kit was compromised, and a tear in the box was observed near where the seal was placed. There was no indication that the contents of the implant kit were affected by the damage. Upon further inspection of each component of the implant kit, the respective sterility seals remained intact, and no additional areas of damage were observed. Review of the manufacturing documentation found no deviations from manufacturing or quality assurance specifications, including packaging and labeling inspection. The reported damage appeared to have occurred during shipment to the distributor; however, the specific root cause could not be determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications, including packaging inspection. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The heartmate 3 lvas IFU, revision, rev. B is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines the steps to take in order to maintain sterility of the components. This section also warns not to use sterile components if the sterile packaging is compromised. This section, under "surgical considerations¿, also warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section e of the IFU, "symbols", (under ¿description of labeling symbols¿) includes a description of the general symbol which indicates to not use if package is damaged. No further information was provided. The manufacturer is closing the file on this event.